Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test. No excessive no delivery alarm noted. The pump was received with a cracked reservoir tube lip and a minor scratched display window.

Event description:
The customer reported via phone call that she was getting a no delivery alarm. Customer stated that she has changed out the infusion set around 4 times already and is still receiving a no delivery alarm. Customer stated that the pump has not worked in the last couple of days. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer stated that the tubing was not bent or kinked. Customer does not want to troubleshoot for recurring no delivery alarms. Customer was advised that the pump will need to be replaced.